Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4).

Event description:
It is reported that a customer's son jumped in the pool with his insulin pump exposed. The blood glucose of the patient is unknown. The customer states that the insulin pump display went blank and started vibrating with out an alarm. The customer was informed that the pump must be replaced and also was advised to discontinue use of the insulin pump and to revert to the back up plan. A new pump was shipped to the customer. No further information was provided.

Manufacturer narrative:
The insulin pump was returned and evaluated by the manufacturer; corrections have been made on this report with updated device evaluation codes and device analysis notes. The insulin pump was received with a frozen screen and constant tone due to corroded electronic assembly. Unable to confirm alarm due to frozen screen. No constant vibrator noted. The insulin pump had cracked case on the display window corners, minor scratched lcd window, cracked reservoir tube, cracked reservoir tube lip and cracked battery tube threads.